Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 4.5mm cortex screw snapped in midshaft portion during standard insertion into bone through plate hole. The drill hole was drilled using standard technique with a 3.2mm drill in a central position within the screw hole at an angle close to perpendicular to the plate. Shaft of screw remained in patient but head and upper shaft of screw fragment removed. Surgeon used the other screw holes in the plate to gain adequate fixation in distal fragment of femur.3 minutes delay of surgery. Procedure was completed successfully with no reported harm to the patient. This is report 1 of 1 for (B)(4)